Manufacturer narrative:
Section e: this event occurred at (B)(6) university in (B)(6). Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on (B)(6) 2019. The device history records revealed that the mpu was shipped with a locking (v-lock) ac power cord. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power, and driveline disconnect alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. This section also states that the backup battery inside the system controller will start a heartmate 3 lvad if both of the system controller¿s power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu and to a proper wall outlet. After plugging the power cord into the mpu, the user is instructed to pull back on the end of the power cord to ensure a secure connection to the mobile power unit. This section also explains the visual indicators on the mpu, including that the power symbol is illuminated green when the mobile power unit is powered and functioning properly. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a loss of ac power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 12.5 hours of data (21:41:42 on (B)(6) 2021 ¿ 9:16:46 on (B)(6) 2021 per the timestamp). The log file captured a loss of ac power while connected to the mobile power unit (mpu) on (B)(6) 2021 at 6:19:07. The log file captured ac power being transiently restored on (B)(6) 2021 at 6:22:41, but then immediately lost again. The system controller backup battery supplied power to the system during the losses of ac power and pump function was not affected. The mpu was reconnected to ac power on (B)(6) 2021 at 6:32:11. No external power and low voltage hazard alarms were active while ac power was disconnected from the mpu, as expected. The driveline was disconnected on (B)(6) 2021 at 6:25:39, resulting in driveline disconnected and pump off alarms due to the pump stopping, and reconnected at (B)(6) 2021 at 6:31:45. The pump restarted following the reconnection of the mpu to ac power on (B)(6) 2021 at 6:32:11 and regained a speed above the low speed limit at 6:32:15. No other notable alarms were active in the log file. Additional information provided stated that the loss of ac power and associated no external power and low voltage hazard alarms were due to the ac power cord coming loose from the back of the mpu. It was reported that the mpu has a v-lock connector on the ac power cord. It was stated that the driveline was disconnected because the patient thought a controller exchange was necessary and attempted a controller exchange when the no external power and low voltage hazard alarms started. The patient regained consciousness without any complications following the event. The pump stop associated with the driveline being disconnected due to the attempted controller exchange are addressed via the system controller and pump investigations. The reported event was determined to be caused by the ac power cord coming loose from the back of the mpu, per the provided information; however, the root cause of the cord coming loose from the unit could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-03977, 2916596-2021-03978. It was reported that the patient was urgently transferred to the hospital on (B)(6) 2021 around 6:00 am due to unconsciousness. The patient's caregiver found them unresponsive at home with their driveline disconnected from the system controller. It was not clearly communicated what actions the caregiver took after finding the patient. The caregiver also reported that the patient's mobile power unit's (mpu) power cord was loose at the back of the unit. When the patient arrived at the hospital the system controller was connected to batteries and the system seemed to be working again. When the hospital staff checked the history through the system monitor, low voltage advisories, low voltage alarms, no external power alarms, and driveline disconnects were seen. It appeared that the patient had disconnected the driveline during the no external power alarm. It was thought that the patient may have been very upset. Review of the patient's log files showed that at 6:19:07 am the mpu lost ac power. The controller switched to the backup battery (bb) appropriately. The system was running as intended. At 6:25:39 am the driveline was disconnected from the controller. The pump was then off. At 6:31:45 am the driveline was reconnected to the controller, however the pump cannot restart solely on bb power. The pump remained off. At 6:32:11 am the controller was reconnected to normal mpu power (ac power had been restored). At 6:32:14 am the pump resumed normal operation. The pump was off for approximately 7 minutes. The patient stated that the no external power alarms had caused them to think that a controller exchange was required which was the reason why they had disconnected their driveline. The patient regained consciousness without any consequences.